Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient presented for a routine follow-up in (B) (6) 2010. The battery voltage was 2.7v, with a remaining longevity of less than 0.5 years. A month later, the patient was seen again, with a battery voltage of 2.7v, with a remaining longevity of less than 0.5 years. Premature depletion was questioned. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. The device battery status was at ageing. Both loaded and unloaded pacing current drain levels were normal for bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation.